Manufacturer narrative:
A sample lens was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was inserted in an eye and as the surgeon was rotating the lens into position he noted that the lens became unstable and fell into the posterior vitreous cavity. The eye was closed and the lens left until further intervention can take place. Additional information has been requested multiple times.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Event description:
There was corneal inflammation treated with medications indicated 2 days after initial event took place.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).